Event description:
It was reported by a company rep that a physician's handheld would freeze constantly at any screen (interrogation screen, main menu screen, or parameter screen). There was no mention of any troubleshooting performed by the physician, and a new handheld was provided to replace the old handheld. At the moment the reported handheld remains in transit to be returned to the MFR.